Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the disconnected mode was due to network issues. A technical support specialist confirmed the customer resolved the network and communication issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system had critical override. The customer reported that it was preventing the user from obtaining medication. There was no harm. There were no adverse events or injuries reported based on this incident.